Event description:
Rn states the peg has been in place for 3 months and was being removed to be replaced with co's button. Md removed the peg using traction method. Upon removal the internal bolster separated for the tube. Pt was x-rayed and the dr is letting the bolster pass.

Manufacturer narrative:
#D6. - lot number was provided by user facility when product was returned to MFR.